Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was hospitalized due to high cgm readings. This event resulted in severe hyperglycemia requiring medical intervention and was considered a serious injury. There was patient involvement with no reported patient harm at this time.